Manufacturer narrative:
Concomitant medical products: 250ml hospira bag, ndc 0409-7983-53, lot 62-902-kl, exp 1 feb 2018, 0.9% nacl; 250ml baxter bag, ndc 0338-0049-02, lot y225730, exp aug 18, cyclophosphamide 0.9% nacl; 150ml hospira bag, ndc 0409-7983-61, lot 65-06-jt, exp 1 may 2018, doxorubicin hydrochloride, therapy date: (B)(6) 2017. (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a doxorubicin leak at the texium on the secondary set where it connected to the y-port of the primary set during infusion. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the texium on the secondary set where it connected to the y-port of the primary set was confirmed but only when purposely over-tightening the connection. The primary and two secondary sets were visually inspected and no anomalies or evidence of damage were observed. Functional testing and pressure testing under normal set-up resulted in the sets flowing freely with no leaking at the texium. The texium/smartsite connection was then purposely over-tightened by hand; pressure testing was repeated after the over-torque and a leak was observed at the connection. The root cause was not identified.

Event description:
The customer reported a doxorubicin leak between the secondary set with texium and y-site port of the primary set during infusion. There is no report of patient harm.